Event description:
Our affiliate is reporting that the patient had a shoulder repair in 2006. Subsequent to this procedure, the patient experienced some pain leading to a re-surgery on approx eight months later, which revealed that a portion of the original fixation device's proximal end had broken off and was loose within the joint space. The broken fragment was removed at this time, the patient's shoulder was healed, and the procedure was concluded successfully without further incident or harm to the patient. The pt is described by the surgeon as having good bone quality. Also, the surgeon did not notice any procedure anomalies during the original insertion of the fixation into the bone.

Manufacturer narrative:
Nothing has yet been received for examination. When the complaint device is received, it will be subjected to a failure analysis. The results of the investigation will be the subject of the follow-up report.